Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Item was discarded. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported, "surgeon tried repeatedly to get the liner to line up correctly with the implanted cup. Had a very difficult time, commented that it just somehow doesn¿t look right. Impacted it with the correct instrument and then checked it and it came out, he then called for a replacement."